Event description:
This case was reported by a consumer and described the occurrence of fluctuating sugar levels in a female pt who received denture adhesive powder-cmc or double salt (super corega) for an unknown drug indication. A physician or other health care professional has not verified this report. On an unknown date, the pt started denture adhesive powder-cmc or double salt (unknown). At an unknown time, after starting denture adhesive powder-cmc or double salt, the pt experienced fluctuating sugar levels. At the time of reporting, the event was unresolved. Follow up received (B)(6) 2012 from the consumer: concurrent medications included enalapril maleate (pharmapress), metformin, hydrochloride (glucophage), folic acid, hydrochlorothiazide (ridaq), gliclazide, nifedipine (adalat), simvastatin, sandoz bezafibrate, and methotrexate. The pt's sugar levels were difficult to manage and the pt was unable to bring it down to below 10. The levels were hovering above 14 to 26. The pt was not using corega for about one or two months as her dentures had broken. The pt was monitoring her blood levels without the use of corega.

Manufacturer narrative:
Super corega is manufactured in (B)(4), and marketed under the trade name super wernets denture adhesive powder in the united states. Neither the lot number nor the product was available. (B)(4).